Manufacturer narrative:
A ge service representative performed an onsite investigation. The video signal and the synchronization of the camera have issues requiring the c-arm cable to be replaced. Parts were ordered and a new appointment is needed. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system's monitors displayed poor quality, superimposed and flickering images and was not useable. No patient injury was reported.